Manufacturer narrative:
The pump was received with detached end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's right end side of their insulin pump had come off. The customer's blood glucose level was reported to be 165.6mg/dl. It was reported that the device was bumped on something and fell on the floor. It was reported that the device would be replaced and returned for analysis.